Manufacturer narrative:
Additional information received on 22mar2016 with the following: patient age and gender were not provided. The patient was initially positioned supine for the surgery. The patient was not repositioned at any time during the surgery. The surgery was not performed with a stereotaxy device. Adult reusable a1047 skull pins were used (lot number not available). The skull pins are not available to be returned for evaluation. During surgery, there was a noise that something cracked and then it was followed by some movement. The pounds of pressure that was applied were 3 rings of the torque screw. The length of time the product was in use before the event occurred was 1 hour. After the product problem occurred, the device was changed. The tear on the side of the temple was stitched. Patient outcome was reported as adequate after surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 10 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation it has been observed that the 80lb torque screw works in specification. No defect has been observed. The screw is holding it¿s desired force. The DHR review has been deemed satisfactory. Date of manufacture: mar 31 1992. A two year lookback for this reported failure and or related to "torque screw lost pressure " for this product ID shows that 4 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: during investigation it has been observed that the 80lb torque screw works in specification. No defect has been observed. The screw is holding it¿s desired force.

Event description:
During an open craniotomy, the clamp broke; torque bolt was broken. The patient suffered a tear-section on the temporal side with bleeding. The patient required stitches. The event led to an increase of surgery time for 45 minutes. Additional information has been requested.